Event description:
An unk customer purchased the pump from a registered owner. The caller stated that customer was taken to the hospital unconscious. The caller indicated that customer was in the emergency room until customer was recently released. Explained to the caller that selling or buying used medical equipment is illegal. Before it could be discussed the hospital occurrence, the unk caller hung up.